Event description:
It was reported that the placement of the pump in this artificial urinary sphincter (aus) caused discomfort for the patient. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4: unique identifier (UDI) for balloon: (B)(4). D4: unique identifier (UDI) for cuff: (B)(4).